Event description:
The customer contact reported the device alarmed with a e321 (motor error-pcm, left) malfunction alarm code. There was no report of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.